Event description:
As part of beckman coulter marketing survey program (msp) for troponin I, the customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for two patients, involving unicel dxc 600i synchron access clinical system. Subsequent analysis of the patient samples, on an alternate access immunoassay system, recovered lower results, within the normal reference interval. The customer stated system check failed on the morning of (B)(6) 2012, but did not notice and continued processing samples. Another system check was performed that afternoon and passed. On (B)(6) 2012, the customer cleaned the wash valve and precision valve and performed a successful system check. Troponin I results from both instruments correlated. The erroneous results were not released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted wash valve/pump motion errors in the event log. The fse noted the wash valve appeared to be failing and replaced the valve block and aspirate probes and performed two system modifications which consisted of peristaltic pump cassette and incubator belt replacements. The instrument conformed to the manufacturer's published performance specifications.